Manufacturer narrative:
Other, other text: b5: describe event or problem: updated with additional information received. H6: event problem and evaluation codes: updates are not required. H10: no sample has been received by manufacturing. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received by the manufacturer on 07-dec-2022 via email and attached to the complaint object. There was no patient involvement with the reported device failure.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's battery was not working. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: both tamper seals are intact. No signs of external damage. Pump motor drive phase b post, battery communication timeout, battery not working are displayed in the event history log. Power up process, checked battery diagnostics. Used testing battery which passed. Battery capacity was 0% and all values were "na". Battery no longer operates properly due to normal wear, it's 6 years old. The 'pump motor drive phase b post' alarm is related to the 'battery communication timeout' alarm and can occur when the pump is operating on battery power and nearly depleted. Replaced battery. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation,